Event description:
The customer reported a loss of communication between the panorama central station and ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and verified the problem. Corrections included clearing of the system's error logs and communication reestablished. The system was tested to factory's specs. It functioned normally and was returned to use.